Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis confirmed the reported event as a rise in power beginning on (B)(6) 2016 to a peak in power consumption of 4.5 watts, above the normal operating range was observed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed to thrombus formation that include the patient's previous medical history, anticoagulant therapy and related comorbidities. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Serious and life threatening adverse events, including stroke and arrythmia, have been associated with the use of this device as outlined in the instructions for use. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3.0. This patient's recent history of bactermia which may have impacted coagulation factors as well as subtherapeutic inr are factors that may have contributed to the reported events. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Patient was admitted for unrelated vad issue and upon routine blood work, it was noted the ldh level of 618, inr 1.26. Prior hx intermittent subtherapeutic inrs. Mocha profile in (B)(6) not suggestive of hypercoaguable state. Asa works borderline 1035. (Goal is less than 1000). Echo shows lved a little smaller than last echo. Av opening slightly with every beat, not the case in april. On hi dose heparin. Ldh peaked around 950, but decreased to around 700. Bp stable 80-90. No lytics used. As of (B)(6) 2016 patient was moved from ICU, ldh level of 606 and remained on heparin. Patient was discharged on (B)(6) 2016 with normalized ldh and tx inr. No additional information available.